Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was partially returned in segments and analyzed. It was noted that the distal conductor was fractured and had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer tubing overlay was melted. All insulators were breached cut. The exposed defib coil was noted with a white substance. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the ventricular lead had a potential performance issue. Several attempts were made to obtain additional information, but no information was received. The lead was initially capped and replaced, then later on was explanted. No patient complications have been reported as a result of this event.